Event description:
It was reported the pt is not receiving effective stimulation in her pain pattern but is experiencing unwanted stimulation in her ribs and abdomen. A sjm rep was unable to resolve the issue with reprogramming. The physician desires to trial an additional scs lead pending the pt's consent.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.